Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To address the problem, the customer changed the infusion set and cartridge and resumed insulin use. Reportedly, the customer uses pump supplies longer than the recommended 72 hours with the mobi pump and does not properly cycle the cartridge during the load procedure. These are considered off label use.